Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation involving a vizigo sheath and during the transseptal, the physician could not advance the dilator across the septum. The physician pulled the dilator out of the body and noticed that the tip was broken. To troubleshoot, a new vizigo was opened to provide a new dilator. There was a 5 minute delay while this occurred .the case continued to completion without any further delay. No patient consequences were reported.

Manufacturer narrative:
On 1-apr-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a pulmonary vein isolation ablation involving a vizigo sheath and during the transseptal, the physician could not advance the dilator across the septum. The physician pulled the dilator out of the body and noticed that the tip was broken. To troubleshoot, a new vizigo was opened to provide a new dilator. There was a 5 minute delay while this occurred .the case continued to completion without any further delay. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. Just the dilator was returned for analysis. A dimensional test was performed to the dilator and the results were found within specifications. A device history record could not be performed as no lot number was provided by the customer, and just the dilator was returned. The resistance and dilator issues reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).